Event description:
While anesthesiologist administered a blood transfusion, the y-tubing fell apart where the spike legs enter the fluid/filter chamber & blood splashed on anesthesiologist. Tubing was exchanged. There were no associated pt complications reported.